Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Cyclodialysis cleft, hypotony, decreased/impaired vision,iop increase and pain/nausea are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU also states that the safety and effectiveness of the istent inject has not been demonstrated in patients with prior glaucoma surgery of any type including argon laser trabeculoplasty. MFR reference: (B)(4).

Event description:
The following was reported through a review of a case report titled ¿cyclodialysis cleft repair with goniotomy for the control of post-operative ocular hypertension¿. Reportedly, three (3) years following a bilateral cataract plus trabecular micro bypass stent procedures, the patient presented with a cloudy vision, pain, nausea and an elevated iop in the right eye (od). The patient received mannitol intravenously and several doses of topical pilocarpine. Per report, the postoperative course following cataract plus stent procedure (od) was complicated by an intraoperative nasal cyclodialysis cleft associated with persistent hypotony and blurred vision postoperatively (od). Subsequently, the stent was removed five (5) months prior in attempt to resolve the hypotony. During a follow-up examination, a gaping 2-clock hour cyclodialysis cleft (with shallow 360-degree ciliary body detachment) was noted nasally with trace of corneal edema, including trace of anterior chamber cell (od). Per report, the patient was diagnosed with late, spontaneous cyclodialysis cleft closure, which likely re-opened after pilocarpine. An indirect cyclodialysis cleft repair was performed to prevent future spontaneous closure and uncontrolled iop spike. At last follow-up, the patient¿s vision with the cyclodialysis cleft were reported as resolved, and the iop improved. Any omitted information was not available at the time of this report. Please see the attached report for further details.